Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose event during participation in the iLet Experience Study, with contextual detail that ¿we went to the beach,¿ and subsequent information from the caregiver indicated the patient had not been wearing the pump for weeks due to insurance not covering sensors. No alerts or alarms were reported and additional clinical details were not provided. Symptoms included hypoglycemia. Outcomes included oral glucose treatment with juice or glucose tablets. Investigation included communication and interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the device problem and component could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.